Event description:
It was reported that the attachment device was "heating up" and "stiff". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Upon return during pre-testing of the device, it was observed that it was difficult to insert the cutter. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the temperature exceeds the specification. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.